Manufacturer narrative:
The pod received was found to have internal corrosion. The kill switch was also found broken. The pod download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. This could have happened when the fluid shorted the step sensors or due to corrosion on the pcb. Corrosion was observed mainly between the bottom side of the reservoir output port and the chassis. Cannula plug was slightly pulled up from the reservoir output port when the pod was opened. During leak test, fluid leakage was noted at the cannula plug. But after fixing the cannula plug back in place, the fluid passed freely through the complete fluid path. The exposed portion of the soft cannula was found to be kinked. But it could not be determined when this damage has occurred. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 295 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.